Manufacturer narrative:
The customer contacted the solutions center for remote support in retrieving the clinical audit log data. The customer said a nurse indicated alarms had been silenced. No onsite evaluation was requested or provided. Remote access to the system was granted and a philips clinical specialist assisted the customer in reviewing log data noting that an end user had silenced alarms multiple times at the device named nkmc-icuovr06, at rm_3013 and later in rm3010 after the patient was transferred to the ICU unit. The customer was provided with the requested log data which they indicated they would share with the appropriate hospital contacts and they stated they would call back if they had further questions. A patient death occurred involving the discovery of a patient who was not breathing by a nurse who had entered the patient's room. A code blue was called and the nurse indicated she had noted vital sign alarms had been silenced. The customer requested log file data for an understanding of the sequence of events. The logs demonstrated that multiple alarms had been provided with silencing occurring at multiple devices including the ix overview and two bedside devices. Philips is considering that use of the device was a factor in the event. Further details regarding the event were requested but not provided by the customer. There was no allegation of a malfunction of the device and no data to support any malfunction occurring. The customer did not request any further investigation beyond a review of the log data. No further action or investigation is warranted at this time

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation. Additional information has been requested but not provided at the time of this report.

Event description:
The customer reported that a nurse entered a patient's room and found the patient was not breathing. A code blue was called by the nurse who stated the patient's vital sign alarms had been silenced. The patient was resuscitated and transferred to the 3rd floor ICU but later expired. The customer requested details regarding the clinical audit log data regarding alarms and silencing actions. The device was in use monitoring patients at the time of the event.